Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error and high and low readings on the insulin pump. The customer is a brittle diabetic and her blood glucose can range from 40 mg/dl to 500 mg/dl. The customer stated that the escape button is stuck. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.